Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient underwent posterior lumbar interbody fusion and posterolateral thoracolumbar fusion surgery on the thoracic and lumbar region of her spine from vertebrae t10-l3 and l5-s1. Allegedly, rhbmp-2/acs was implanted in this revision surgery as well. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and posterior elements). Reportedly, "despite revision surgery, patient continues to experience pain in her lower back, pain radiating down her legs and into her feet, and swelling and numbness in her legs and feet. The patient suffers from bladder incontinence and fatigue. She has difficulty sitting, standing and walking, and requires use of a wheelchair for long distances."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.